Event description:
It was reported that a pump alarmed for system error 322. The customer has stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter evaluation could not reproduce the occurrence of system error 322. Review of the history log confirms the reported system error 322. Evaluation was unable to determine the cause. The upper and lower auxiliary components were the possible contributing components as per the investigation. The upper and lower auxiliary components were replaced.